Event description:
It was reported by service report that the jack cannot be pumped up due to broken pump pedal and sharp edges were exposed. The customer reported that the did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pump pedal assembly.